Event description:
This lead was implanted on (B)(6) 2006 and was explanted on (B)(6) 2013 due to inability to deliver shock when required. The physician was dr. (B)(6) at (B)(6) hospital and health in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).